Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and repeatedly returned to the sign in screen during use and customer attempted to sign in, the screen froze, preventing access. The customer tried to reboot the station, but issue wasn¿t resolved however, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6)rehabilitation center a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen. A technical support specialist followed knowledge article (ka) (medapplication not launching automatically; station at blue screen) and enabled auto login for carefusion application (cnfapp). Customer logged in successfully and reported no issues with login. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.